Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer's family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that device worked fine and then maybe 2 week after implant, patient started having accidents now and then. They put it up higher to 4.6 v and then went up to 6v before it started working. Patient had her healthcare provider (hcp) set it up more 2- 3 times. Now, it was hardly working at all. Last night, patient got up three times and every time her pad was wet. It was indicated that patient was not feeling stim on the day of this call. Patient was instructed to increase amplitude and she was on program 4 at 7.3v. She increased stim to 8.4v and could feel stim. Two weeks later, it was further reported that patient was not getting relief or felt stim at 8.5v on program 4 for about two days ago. It was indicated that therapy was on but patient was not feeling stim. There was no fall/trauma could be related to the issue. The patient wanted to change program to a different program. On the day of this call, patient was instructed to use patient programmer to change from program 4 at 8.5v to program 3 at 2.6v and patient reported feeling stimulation. It was indicated that patient got 100% relief when therapy was working but they had to keep increasing stim

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient later stated that her therapy hasn't been helping since (B)(6) 2016 when she saw the rep a month ago but then later she stated that it hasn't helped since it was put in ((B)(6) 2016). The patient then stated that it will work sometimes "for a week or 12 days and then it will stop". The patient stated that they have tried all 4 programs and have tried increasing stimulation.

Event description:
Additional information was received from a consumer regarding the patient who reported that the patient's therapy never worked consistently. According to the caller in the last month the patient has gotten two days of use. Additionally, it was reported that therapy worked for weeks at a time then stops working and the patient has to make adjustments at least once per week even though the patient's healthcare provider (hcp) "frowns" on making adjustments. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on and set to 8.0 on program 4. The caller reported that the patient had fallen and broken their hip, but this was prior to the implant and also fell and broke their elbow two months prior to the call, but the patient was having problems prior to the last fall. The caller was assisted with increasing stimulation to 8.5 on program 4, but the patient still did not feel stimulation. The patient was advised to follow-up with their hcp to discuss reprogramming and the caller confirmed that the patient has an appointment scheduled with their hcp on tuesday. The caller noted that when the patient was initially implanted they were set to 7.0 and had to slowly increase stimulation over time. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.